Manufacturer narrative:
Eval: return authorization number was provided to facility. A complete investigation will be performed when the device is received and evaluated. Pt info, date incident occurred, device lot number, etc. Has not been provided by facility yet. Rwmic will include this info in our follow-up if/when received.

Event description:
On (B)(6) 2011, richard wolf medical instruments corp. Received a verbal complaint for 8106.033 bovie cable. Facility reported that during a laparoscopic procedure the bovie cable turned red and appeared to be hot, then the cable broke. A pt was on the table when this occurred, pt did not incur any injuries.